Event description:
It was reported that the implantable cardiac monitor could not be interrogated. Multiple programmers were tried unsuccessfully in different rooms. The device remained implanted; the patient is scheduled for a follow up in september.

Manufacturer narrative:
Final analysis found the device did not perform to the expected longevity. The cause of the depletion was undetermined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
On (B)(6) 2014; it was noted that the device was explanted and replaced.